Manufacturer narrative:
Of the 2 reported malfunctions, 1 was reassessed for reportability and determined to be no longer reportable. Of the 2 reported malfunction, 1 device lot number was provided, and a lot number was provided, and a lot history review was performed. The device was not returned for evaluation. One electronic photo was provided. The investigation is inconclusive for a defective component. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8808061 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a defective component. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
After further review of the reported information, only 1 malfunction was reported for a defective component of 808061. This 1 malfunction was reassessed for reportability, and it was determined that the file is reportable as a malfunction. 1 device lot number was provided, and a lot number was provided, and a lot history review was performed. The device was not returned for evaluation. One electronic photo was provided. The investigation is inconclusive for a defective component. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8808061 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a defective component. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8808061 power port MRI isp, 8 fr chronoflex, int wo sp, attach sl experienced a defective component. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The 8808061 power port MRI isp, 8 fr chronoflex, int wo sp, attach sl was not returned to the manufacturer limiting investigation.